Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system recorded two untreated episodes showing oversensing of noise. No therapy was provided. Additional information was provided. It was mentioned that a routine follow-up was performed and while checking the sensing vectors, noise was found in secondary and alternate vectors at rest. When tested myopotential movements, noise was also seen on the primary vector, which was the vector programmed. Technical services (ts) was called and reviewed the device data, confirming there was a potential electrode fracture. A chest x-ray was performed, however, the fracture was not visible. The patient has been scheduled for an electrode revision. No adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system recorded two untreated episodes showing oversensing of noise. No therapy was provided. Additional information was provided. It was mentioned that a routine follow-up was performed and while checking the sensing vectors, noise was found in secondary and alternate vectors at rest. When tested myopotential movements, noise was also seen on the primary vector, which was the vector programmed. Technical services (ts) was called and reviewed the device data, confirming there was a potential electrode fracture. A chest x-ray was performed, however, the fracture was not visible. The patient has been scheduled for an electrode revision. The electrode was subsequently explanted and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.